Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that he has been in the hospital since (B)(6) 2014. He stated he was waiting to be released. He stated that the hospital staff thinks the insulin in customer's insulin pump may have been left out of the refrigerator for a long time. Customer's current blood glucose is n189 mg/dl. Customer was transferred to the helpline for assistance. No other details were provided. Nothing further reported.